Event description:
Additional information received from the rep reported that they received the implantation manual pdf when they started with the company in (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
The company representative (rep) reported a mistake in the implant manual. In the (B)(4) manual for the lead 3387 and 3389 on page 103 (pdf pg. 29) the mounting of the protection cap is explained and demonstrated. The figure points out that the protection cap is fixed on contact 3 of the electrode which is wrong. It should be either named the first contact at the end or contact 0. No symptoms were reported as there was no patient involved in the event.